Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging and was having difficulty charging ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.